Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a 25k fsi-pwr-100 insert broke during use. The tip was retrieved with suction and no injury occurred to patient.

Manufacturer narrative:
Please note, we submitted the initial report in error as we have FDA exemption # e2004001 to cover these types of malfunction events. Please disregard this report.